Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02653. The pt rec'd two percutaneous leads (from the same lot) as part of her scs system. It was reported the pt felt ineffective stimulation coverage and stimulation to the rib area. She stated she had effective coverage post-implant. Reprogramming efforts have been unsuccessful in resolving the issue. The pt also complained of pain at her ipg site and at the lateral edge of ther left leg. It was reported an x-ray will be taken to verify lead location. No further info is available at this time.